Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the 13mm insert with a 20mm one 1 year and 4 months after primary. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 february 2022. Lot 186017: (B)(4) items manufactured and released on 08-nov-2018. Expiration date: 2023-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.